Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response and button error alarm due to corroded keypad traces. No keypad scrolling down noted. Insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.